Event description:
Surgeon attempted to remove broken bit from implanted cancellous screw. Unable, as bit was twisted inside screw head. Surgeon decided not to remove screw as it would jeopardize outcome of procedure. Arthrex drill bit from acl set.